Event description:
It was reported that the patient complained of pain in his gland, potentially from the pressure of his inflatable penile prosthesis (ipp). In addition, the patient indicated that the pump was hard to push. The physician cycled the implant multiple times to identify the problem. The patient underwent surgery to replace the ipp with a smaller size. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.